Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that when they were charging their implant (ins) last night a message that says "call medtronic" displayed on the controller. Pt was unable to recall the exact message. Pt stated that their stimulation was turned off and their group was switched to group b, even though they were supposed to be in group c. Agent walked pt through turning their stimulation back on and changing their group. Agent had pt removed the battery pack. Agent confirmed that the pt was still using the old controller by the serial number that they provided. Agent instructed pt to use the replacement controller and walked pt through the set-up process. The set-up could not be completed because a "recharger problem" message appeared when the patient connected the recharger. Agent sent a request to repair to replace the recharger. Agent reviewed that the patient must return all previously issued external devices and begin using the replacement provided. Agent instructed pt to call mdt back upon receiving the replacement recharger for further assistance. Please review the case history for details on recent replacements. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger product ID 97745nt serial# (B)(6) product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.